Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-30: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-3 error code. At the time of the call the customer had symptoms of slurred speech and was disoriented. Customer had requested a doctor be called. Customer's aide stated that she was going to call 911. No further information was able to be obtained. Customer was not able to provide meter serial number or test strip lot number information.